Manufacturer narrative:
This report is being filed on an international product, list 6c37, that has a similar us product distributed in the us, list 1l79. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and accuracy testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Sensitivity was also evaluated by testing two commercially available seroconversion panels. The complaint lot detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. Based on all available information no systemic issue and no product deficiency was identified.

Event description:
The account generated architect (B)(6) (0.12 s/co). The sample was tested by another facility also generating a (B)(6) architect (B)(6) result. Additionally, the sample was sent to a reference lab with (B)(6) cobas e411 (1.98, 2.06 s/co) and (B)(6) real time pcr results.